Event description:
It was reported that the customer experienced a blood glucose (bg) level of 667 mg/dl: cause was unknown, with ketones (size is unknown). Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on 4/28/26 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data and determined that the pump functioned as intended.